Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they thought it was time to replace her implantable neurostimulator (ins) because it was not working as good as it should. The patient had incontinence and it was not telling her all the time when she had to go. The incontinence never went away totally and she still had leakage. But now she had more than leakage as she was soaking herself. About a year ago, she noticed the change where the incontinence got worse and she soaked herself. The patient had not seen an health care professional (hcp) before (B)(6) of 2014. It was further reported on 2016-02-01 that they were going to replace the ins because it was failing. It was not stated what "failing" meant. Also, it was reported that the patient needed an MRI for an unrelated cyst on the left side of the brain. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.